Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has ineffective therapy. Diagnostics showed that lead has high impedances on multiple contacts. As a result, surgical intervention occurred wherein the lead was explanted and replaced. Therapy was restored post op.